Event description:
The customer called for help with this contour meter. While troubleshooting, he performed control tests and received a result of 221 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The test stirps were returned for eval. Replacement test stirps were sent to the customer.